Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority alarm 30166 (max air exceeded) occurred on an amia automated pd system occurred during peritoneal dialysis therapy. The alarm occurred during use while the patient was connected. An amia automated pd cycler set was being used. The patient stated that fluid was found on the shelf where the supply bag and final bag were sitting. The patient advised that their vision was impaired and they were uncertain where the leak came from. The patient also stated that no sharp object was used to open the bags and all connections were tight. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: lot number. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.